Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported onset of palpable lumps, irregularities and "pulling" on the right side. Device rupture was confirmed intraoperatively. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b6, d6a, g2, h6.

Event description:
Patient reported onset of palpable lumps, irregularities and "pulling" on the right side. Device rupture was confirmed intraoperatively. Device has been explanted.